Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 4.014 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back syndrome - other. It was reported that a motor stall was seen at a pump interrogation. It was noted to have occurred on (B)(6) 2018. There were no electromagnetic imaging sources present. The pump was going to be replaced on (B)(6) 2018. The patient reported that she had a headache and her pain was a little higher than normal. It was unknown if the change in therapy was sudden or gradual. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-jun-25. It was reported that the explanted devices would be returned for analysis. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found a stall due to corrosion and/or wear and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.